Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced to low blood glucose and emergency medical services came. The customer stated that they emergency medical services treated the blood glucose. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was 180 mg/dl at the time of call. The customer stated that they were wearing the insulin pump at the time of event. The insulin pump will not be returned for analysis.